Event description:
While doing a laparoscopic roux en y gastric bypass, md was using an autosuture roticulator endo dissector. When the md used the instrument, the outer plastic casing split. No pieces of plastic were left in the patient, the instrument was removed from the field a new sterile instrument was given. The broken instrument lot# is p9c0647. The co's rep was here during the case, and was informed about the broken instrument.